Event description:
It was reported that noise was observed when moving the device header. As such, the device was explanted and replaced.

Manufacturer narrative:
The reported event of noise was verified in the laboratory. It was found that the rv (df-1), svc, and vtip septa were damaged. During testing, noise was observed on the rv-coil to can and svc to can channels. Although no noise was observed on the v-channel, there was a slight opening in the vtip septum, which could have allowed fluid to enter under the septum and cause the noise observed in the field. All other bench tests showed normal results. .

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.